Manufacturer narrative:
No patient involvement. Microbial contamination of device. (B)(4).

Event description:
Pentax medical became aware of a report on 18-may-2020 stating, "5/18/2020 atp test is positive - possible contamination", involving pentax medical video upper g.i.scope, model eg-2990i, serial number (B)(4) . No other information was provided at the time of the report. The customer owned gastroscope was received by pentax medical for evaluation on 21-may-2020. Pentax medical video gastroscope, model a114503, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 08-jul-2011. The gastroscope is currently awaiting biological sampling results as of 17-jun-2020.